Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the calcified anatomy and/or inadvertent mishandling contributed to the reported difficult to advance; however this cannot be confirmed. Further manipulation of the compromised device in attempts to deploy the stent possibly contributed to material stress and fatigue, ultimately resulting in the reported stent fracture material separation. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, a snare was used to retrieve most of the stent and a covered stent was used to trap the rest that could not be removed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the iliac artery with moderate calcification. The 6x100 mm absolute pro self expanding stent system (sess) was being advanced and the stent fractured. A snare was used to retrieve most of the stent and a covered stent was used to trap the rest that could not be removed. Another device was used to complete the procedure. No additional information was provided.